Event description:
Ligasure plugged into bovie machine. Error message received. Unknown instrument, instrument not recognized. Replace instrument. E416. Another ligasure tried with a different lot number-same error message received. Another machine tried with same error message received.